Manufacturer narrative:
(B)(6). - pt-116050 regen/rnglc+ ltd 50mm sz 22 722090, 14-103201 taperloc microp fmrl 6.0mm 504190, ep-108222 e-poly 32 mm 567850, 163667 32 mm mod head cocr 823530. Multiple MDR's were filed for this event. Please see reports: 0001825034 - 2017 - 06968, 0001825034 - 2017 - 06969. The devices were not returned for evaluation the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient had a washout with a femoral head/liner exchange. No further information is available at this time.

Manufacturer narrative:
(B)(4). The following report is submitted to relay additional information. The reported event could not be confirmed based on limited information received. No device or photos were received; therefore the visual inspection was not performed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. The sterile certificate was reviewed for both the parts and shows that the device was sterilized per specifications. A compatibility check was performed with no issues noted. Review of the complaint history determined that no further action is required. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a hip arthroplasty revision approximately fourteen (14) days post-operatively due to infection. A washout was performed, and the head and polyethylene liner were removed and replaced.